Manufacturer narrative:
The device was evaluated by the MFR's field service tech and the report is pending. This report will be updated when add'l info is received.

Event description:
It was reported that the account's caster on the rover made it difficult to push the unit when it was full. A nurse complained of back pain due to this. It was confirmed that there were no injury reports submitted and there was no medical intervention required.